Event description:
It was reported that (1) tlc55 was used during an unknown procedure. It was reported by the rep that the surgeon said "that device misfired". Opened another device to complete the case. There was no consequence to pt.